Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. As the device was pressurized with an inflation device filled with water, the water leaked out of the guidewire exit notch and the distal tip. Microscopic inspection of the shaft revealed that the inner shaft was buckled and the inner shaft contained a pinhole in the buckled location. Microscopic examination of the balloon presented no irregularities in the shaft material that could have contributed to the damage. The pinhole in the shaft prevented the balloon to be inflated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.